Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device makes shudder sound when in use and the power diminishes. There was no report of harm or delay in the procedure as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. D4 - UDI no.: (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome was making a shutter noise and that the power would diminish. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device by zimmer australia on 3 october 2019 found that the depth bar had side play movement. The device was forwarded to zimmer taiwan for further evaluation and repair. The device was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the device by zimmer taiwan on 4 november 2019 found that the device was outside of calibration specifications at the zero and twenty settings and ran below motor speed specifications. Upon further evaluation, it was found that the dermatome had a defective motor, reciprocating arm, o-ring, seal, handpiece switch, and multiple defective bearings. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the motor, reciprocating arm, o-ring, seal, handpiece switch, and multiple bearings as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported noise issue. In addition, while the service technician found that the device ran below motor speed specifications and functioned as intended after multiple components of the motor assembly were replaced, it cannot be determined from the information provided as to what occurred such that these components created the low motor speed. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.